Manufacturer narrative:
There was no indication of a malfunction of the device.

Event description:
Allegedly, the patient underwent a myomectomy and left salpingectomy procedure on (B)(6) 2014 during which a karl storz laparoscopic morcellator was used. Right after the procedure she was diagnosed with endometrial stromal sarcoma or low grade ess; a total hysterectomy was done on (B)(6) 2014. In (B)(6) 2019, she was diagnosed with uterine sarcoma and metastatic endometrial stromal sarcoma.